Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board (iob) calculation) issue: it was reported the iob calculation inappropriately included basal deliveries. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the pump's user settings showed that the insulin on board duration was enabled and set to 4 hours. The pump delivered a 10 unit bolus with the insulin on board set to 1.5 hours. After 1.5 hours, the insulin on board remaining still showed a remaining insulin on board of 0.23 units. The insulin on board (iob) algorithm was behaving in a way that was different than the user¿s expectation. The complaint of remaining iob in the vibe pump was escalated for review in the past and it was determined that remaining amounts of 7% of the bolus delivery or less is part of the normal functionality of the pump. The remaining iob does not pose any risk to the patient.